Event description:
The patient was admitted for a procedure on (B)(6) 2009 with a lesion in the right coronary artery. The lesion was heavily calcified. A 2.25 x 13mm cypher select plus stent crossed the lesion. However, the stent moved back on the delivery system and it was noted to have flared struts at the distal end. There was no patient injury reported.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.